Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Event description:
It was reported that the patient has deceased due to geromarasmus. Upon review of the clinical record, it was noted that the pacemaker exhibited no pacing output. There was no allegation from a healthcare professional that the device contributed to or caused patient death.

Manufacturer narrative:
Correction: b1 - adverse event should not be checked, b2 - patient death should not have been checked as there was no allegation the pacemaker contributed or caused patient death, b5, h1, and h6 - should be reported for malfunction instead of death as there was no allegation the pacemaker contributed or caused patient death, and h6 - "3268 - no pacing" should be included.